Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed and was not closing. A field service engineer replaced the hard stop assembly with a spare main enhanced half height drawer 2.2. The fse checked and reseated the bus cables, cleaned medications and debris, and rebooted the station. The drawer was detected with all cubies. The drawers and all cubie pockets were tested in the hardware test application, and all tested ok. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the drawer jammed and was not closing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.